Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging unknown issue. The reporter claimed that too many test strips are required to obtain a result. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.